Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of not fully engaging the screw during initial implantation, leading to the fatigue failure of the screw and glenosphere disassociation.

Event description:
Revision due to loosening.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to loosening.